Manufacturer narrative:
Summary of investigation: no information regarding batch or possible batches received. Without closed and/or defective samples a proper analysis cannot be performed. Without batch or list of possible batches the review of the batch manufacturing records cannot be done. Please note that in the instructions for use of the product, in the side effects area it is stated: as with all other suture materials long contact with salt solutions, such as urine and bile, can lead to lithiasis. An existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. Batch manufacturing record: not possible to check as no information regarding batches is available. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or batch information is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that a patient had a caesarean section, patient presented to the emergency room for complete evisceration, requires urgent recovery of the patient in the operating room. Psychological trauma for patient. Further information has been requested.